Event description:
As reported, a patient had restenosis of a smart stent 7 months after implantation. Revascularization was performed. The patient recovered. The patient was a (B)(6) male. The intended procedure was a pta of a target lesion located in the middle and distal superficial femoral artery. The rate of stenosis was 75%. On (B)(6) 2013: a smart stent was placed in the target lesion without any issue. About 7 months later, on (B)(6) 2014: as restenosis was observed at the proximal of stent, target-lesion revascularization was performed. The next day, the patient recovered. (B)(4).

Manufacturer narrative:
The device remains implanted in the patient; therefore it is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. (B)(4). (B)(6)

Manufacturer narrative:
Additional information: patient¿s medical history is not available. The target lesion was mildly calcified and not tortuous. After the smart stent treated the lesion, there was no distal disease left untreated and the stent covered healthy tissue to health tissue. The stent was post-dilated with the residual stenosis rate unknown. The antiplatelet and anticoagulation medication prescribed to the patient was unknown, but it was reported that the patient was compliant with medication regimen. The patient did not present with symptoms or conditions due to the restenosis. It is unknown what kind of revascularization was performed. After revascularization was performed, the residual stenosis rate is unknown. The patient fully recovered after treatment. Complaint conclusion: as reported, a patient had restenosis of a smart stent 7 months after implantation. Revascularization was performed. The patient recovered. Patient¿s medical history is not available. The patient was a (B)(6) male. The intended procedure was a pta of a target lesion located in the middle and distal superficial femoral artery. The rate of stenosis was 75%. The target lesion was mildly calcified and not tortuous. On (B)(6) 2013: a smart stent was placed in the target lesion without any issue. After the smart stent treated the lesion, there was no distal disease left untreated and the stent covered healthy tissue to health tissue. The stent was post-dilated with the residual stenosis rate unknown. The antiplatelet and anticoagulation medication prescribed to the patient was unknown, but it was reported that the patient was compliant with medication regimen. About 7 months later, on (B)(6) 2014: as restenosis was observed at the proximal of stent, target-lesion revascularization was performed. The patient did not present with symptoms or conditions due to the restenosis. It is unknown what kind of revascularization was performed. After revascularization was performed, the residual stenosis rate is unknown. The next day, the patient fully recovered. The device remains implanted in the patient; therefore it was not available to be returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15845064 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis (isr) of the sfa is often associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the DHR review and information reported, there is no indication that the event was related to a design or manufacturing issue. Therefore, no corrective and preventive actions will be taken at this time.